Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced inability to adapt to halos, trouble with depth perception and clinical reason for explant being inability to adapt to halos, trouble with depth perception. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested and received stating that the symptoms was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic bag with a piece of surgical sponge. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece, with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens with 22.0 diopter, add power +2.2 & 3.2 lens model was replaced with an 20.75 diopter non-company multifocal lens. The exchange for a 1.25 lower diopter difference lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).